Event description:
A 135 degree dhs plate (pn281.54, ln4726710) implanted in 2004 to treat an intertrochanteric left hip fracture, non-healing, non-union, was explanted in 2004 because the compression screw (pn280.99) broke off in the dhs/dcs lag screw (pn280.85, ln4655819). Other concomitant parts include four (4) screws, pn214.8xx (38mm x 2 & 40mm x 2).